Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and confirmed di water leaked from mc sample probe. Fse replaced the mc sample probe wash collar vacuum valve (solenoid valve) to resolve the no vacuum and leak issue. Fse primed the instrument and ran quality controls without errors. Instrument resumed operation. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that they flushed modular chemistry (mc) sample probe and changed wash collar and found there was no vacuum and deionized (di) water leaked from mc sample probe on their unicel dxc 600 pro synchron clinical system. The customer stated the leak was contained. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.